Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing 2d image acquisitions in a spinal fusion, a frame rate error message appeared on the imaging system. Restarting the imaging system, viewing station of the imaging system and reseating the interface (umbilical) cable did not restore functionality. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure with a c-arm. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: a medtronic representative reported that when the surgeon opted to complete the procedure with a c-arm. It was noted that the c-arm malfunctioned as well and that no fluoroscopy was used to complete the procedure.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open between two pins on the cable during bench testing and gbit testing. It was noted that the cable passed visual inspection and continuity testing.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.